Manufacturer narrative:
Date of event estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that the first mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips (90223u113 and 90223u155) were deployed successfully, and the mr grade was reduced. The patient was discharged on (B)(6) 2019. On unspecified date, transesophageal echocardiography (tee) the patient presented with increased mr and dyspnea. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for mitral regurgitation could not be determined and a cause for dyspnea could not be determined. The reported patient effects of mitral regurgitation and dyspnea as listed in the mitraclip nt instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date of event estimated as (B)(6) 2020.

Event description:
Subsequent to the initially filed report, the following information was received reporting that the date of event occurred 15 days prior to (B)(6) 2020. No additional information will be provided.